Event description:
It was reported that unspecified bd infusion set was leaking. The following information was received by the initial reporter with the following verbatim. Event 1 residual blood/fluid in connector - blood and ns leaks out after flushing. Event 2 disconnection issues - blue cap disconnects to easily when disconnecting IV tubing to saline lock patient which then in turn results in blood pouring out of j loop. Event 3 spray/backflow - drawing labs. When disconnecting syringe, blood sprayed onto nurses shirt event 4 spray/backflow - every time I disconnect a syringe from the connector, fluid comes out and gets on my gloves. I don¿t like this especially when drawing blood from central lines. Event 5 spray/backflow - causes a mess when drawing blood. Also, the cap falls off randomly.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of leakage could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.